Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) warns, "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage." Additionally, the IFU warns,"advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted."

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter. The patient's anatomy was reported to be tortuous, and the coil was manipulated aggressively. The coil was removed in its entirety with the microcatheter. There was no reported intervention or patient injury.